Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a cataract extraction with intraocular lens implant procedure the footswitch presented with a problem (bad contact). Surgery was completed after the footswitch was disconnected and then reconnected. There was no harm to the patient. This is the first of 2 reports for this facility.